Manufacturer narrative:
An event regarding damage involving a gmrs taper separator chisel was reported. Conclusion: damage to the tip of the chisel was discovered during a routine inspection prior to the surgery. There was no surgical procedure associated with the reported event. Material analysis completed on the returned parts concluded that it is likely that the damage resulted from improper or incomplete engagement of the mating components during use. There is also evidence of multiple uses. The eds spectrum and hardness of the material were consistent with a 17-4 ph stainless steel alloy properly heat treated to the h900 condition. No material or manufacturing defects were observed on the device features examined. Removal of the damaged taper separator chisel component from inventory prevents further damage from affecting the device's ability to perform its intended use. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was notice upon inspection that the chisel was compromised and needed to be replaced. No delay in surgery.

Event description:
It was notice upon inspection that the chisel was compromised and needed to be replaced. No delay in surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.